Event description:
It was reported that the patient presented to the emergency room due to cellulitis of the chest wall. The infection was believed to be caused by the replacement procedure that took place on (B)(6) 2017. The patient was prescribed medication and discharged.